Event description:
It was reported that the bd micro-fine¿+ pen needles had fallen off. The following information was provided by the initial reporter, translated from chinese to english: after returning home, the patient found that the inner packaging of the needle for a disposable injection pen had fallen off, and he immediately came to our hospital to replace it.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. DHR was reviewed and there were not any qns or other events that could be related to this complaint. Retention samples were checked on appearance of the packaging and no failure found. Based on the investigation above, the certain cause cannot be concluded now. Bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that the bd micro-fine¿+ pen needles had fallen off. The following information was provided by the initial reporter, translated from chinese to english: after returning home, the patient found that the inner packaging of the needle for a disposable injection pen had fallen off, and he immediately came to our hospital to replace it.